Manufacturer narrative:
Device evaluation: no product sample was received for evaluation, therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the device alarmed no cassette several hours after cassette's connection. Cassette was changed and no further issue observed. No clinical consequence. There was no patient injury reported.